Manufacturer narrative:
Device was used for treatment, not diagnosis. (B)(4): the subject device not is expected to be returned to the synthes manufacturer for evaluation and was reportedly implanted in the patient. (B)(4). A device history record review was performed for the subject device lot. The review showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. No non-conformances were generated during the production of the subject device. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Synthes europe reported an event in (B)(6) as follows: it was reported that during a surgery to treat right distal radius fractures using variable angle locking compression plate (va lcp) set on (B)(6) 2016, the va locking screw 2.4mm went through the third proximal hole of the plate during insertion. The surgeon removed the screw and inserted a titanium locking screw 2.4mm instead to complete the surgery successfully. The surgeon then used the reported screw in a different plate hole and it inserted properly. There was a five minute surgical delay due to the reported event. This report is 1 of 2 for (B)(4).